Event description:
Manufacturer's reference number: (B)(6).

Manufacturer narrative:
The initial reporter was operating room nurse manager. Getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated the headlight upper cover was broken and cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. According to the analysis performed by subject matter expert: the light head cover is broken and a part is missing. No picture available. According the expertise of ssu: ¿I have returned a damaged cover for investigation to determine if there are external factors that may be weakening the integrity of the cover (such as cleaning chemicals, or uv light disinfection); the root cause analysis determined that the only reason for the damage is user-induced collisions.¿ this is the result of a shock with another device. In the user manual of the light IFU 01811 in chapter 4.1 it is mentioned a daily check that the lighthead cover are in the proper position and in good condition. The most likely root cause is a misuse. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated the headlight upper cover was broken and cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.